Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's implantable pulse generator (ipg) was inoperable. Patient may have to undergo surgery to replace ipg at a later date but they are currently being treated for a stroke. Patient had recent cardiac procedure. Patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.